Event description:
It was reported in the international brazilian journal of urology that a study was conducted to assess the efficacy and safety of holmium laser enucleation of the prostate (holep) in patients with high comorbidity burden. A total of out of 305 cases of patients were studied. The following boston scientific products were used during the procedures: versacut morcellator, versapulse 120w and accumax 550 laser fiber. According to the study results, 10 and 20 patients experimented bladder mucosal damage and capsule perforation, respectably as intraoperative complications. Regarding postoperative complications, for 10 patients a blood transfusion was necessary, 1 patient experienced postoperative fever and it was needed to replace vesical catheter and 8 patients suffered orchiepididymitis (inflammation of the epididymis and/or testicle). Two patients developed urinary retention and 4 patients required a clot retention. Urinary incontinence at 3 months was also presented in 6 patients and 4 patients required a reintervention for a urethral stricture.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the international brazilian journal of urology that a study was conducted to assess the efficacy and safety of holmium laser enucleation of the prostate (holep) in patients with high comorbidity burden. A total of out of 305 cases of patients were studied. The following boston scientific products were used during the procedures: versacut morcellator, versapulse 120w and accumax 550 laser fiber. According to the study results, 10 and 20 patients experimented bladder mucosal damage and capsule perforation, respectably as intraoperative complications. Regarding postoperative complications, for 10 patients a blood transfusion was necessary, 1 patient experienced postoperative fever and it was needed to replace vesical catheter and 8 patients suffered orchiepididymitis (inflammation of the epididymis and/or testicle). Two patients developed urinary retention and 4 patients required a clot retention. Urinary incontinence at 3 months was also presented in 6 patients and 4 patients required a reintervention for a urethral stricture.